Manufacturer narrative:
Analysis of the AED's log files identified that the AED was placed into service without the pads connected, resulting in red asi warnings. The customer's failure to promptly address the red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customer's failure to maintain the battery pack. As a follow-up with the customer, proper maintenance of the device was reviewed. Once the new battery was installed and a manual self-test performed, the AED functioned as designed and was able to remain in service.

Manufacturer narrative:
The investigation into the battery pack associated with this complaint is underway and the root cause is not currently known. Troubleshooting of the AED with the customer identified that once the new battery was installed and a manual self test run the AED was functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.